Event description:
This complaint is now reportable based on the analysis completed in 01/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The taxus express2 3.5x16mm drug eluting stent was being advanced to a lesion in a moderately tortuous proximal left anterior descending artery when the physician encountered difficulty crossing the lesion. The stent delivery system was exchanged for another taxus stent and the procedure was successfully completed. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage.